Event description:
Crack near hub after flushing the catheter. The catheter was removed. The pt is stable. Flushing protocol: 10ml ns q8hr, before and after ivpb and ivp and when blood is seen in the catheter. Chlorhexidine is used to clean the catheter and site. Returned sample reveals a leak between the 7-8cm depth markings; no leaks were found on the extension legs.

Manufacturer narrative:
This complaint of a subcutaneous leak in the catheter is confirmed. During functional testing a spraying leak was observed emanating from the catheter. The leak site was identified on the white lumen side of the catheter. The location of the leak is located at the 7 cm depth marker. The split in the tubing is longitudinal. A cross sectional view of the split site reveals a dull granular veneer. The leak site is less than 0.3 inches in length. The split edges are sharp and traverse in a straight line. A lot history review (lhr) is not possible, as no MFR lot number info has been provided by the complainant.